Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device was "uncomfortably hot during surgery." The reporter stated that there was a five minute delay in surgery; no injuries or medical intervention was reported. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and it was observed that the device runs within acceptable temperature limits. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).